Event description:
Pt's family reported two possible broken sensor wires (distal end retained). This is MDR 2 of 2. Reference MDR # 3004753838-2010-00062 for event description.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that she attempted to test the customer on the aviva system at 2:30 p.m. When he was feeling symptoms of low blood sugar, but couldn't get a result due to an error message within specifications (e- 1). Reporter stated that she obtained glucose tablets for the customer. Reporter was finally able to obtain readings on the aviva meter of 52 mg/dl (2:44 p.m.) And 131 mg/dl (3:00 p.m.). Customer was given a (B) (6). At time of call, customer was still feeling weak and was laying down. A request was made for the return of the suspect device and a replacement was sent.